Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 10 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 4.5 years of support during a routine checkup on (B)(6) 2016, it was observed that the lvad was not able to maintain the fixed speed while on power module support. The patient was reportedly asymptomatic. Submitted system controller log files reviewed by the manufacturer's technical services representative revealed several pump stoppages. Submitted x-ray images of the percutaneous lead internal and external to the patient showed some stretching of the shielding in the pump end bend relief area. It also showed some evidence of possible repairs to the outer silicone sleeve on the external portion of the percutaneous lead, as the silicone sleeve wall appeared to be thicker in some areas when compared to other areas. The patient was provided with an ungrounded patient cable for use with the power module. On (B)(6) 2016, an external percutaneous lead (driveline) replacement procedure was performed by the manufacturer's technical service representatives. No additional issues have been reported since the replacement was performed.

Manufacturer narrative:
Approximately 19 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. An electrical continuity test of the returned portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers of the lead were removed and examination of the underlying wires revealed a partially fractured green wire, approximately 2.5 inches from the metal/system controller connector, near the terminus of the distal end bend relief. The conductors of the green wire were exposed as a result of the fracture. The partial fracture of the green wire appeared to be the result of abrasion against the metal shielding due to repetitive movement of the lead in this area. Pump function would have been interrupted as a result of the exposed conductors of the green wire contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. This short to ground would have caused the reported low speed and pump stoppage events. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.